Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due to corrosion and mold around the battery connectors. There was also corrosion on some parts located at the top back side of electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went into the shower, and it was supposed to water proof so she did not take it off and it was not working then. The insulin pump showed an open book image with a red x. The insulin pump went blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.